Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab was on 4/9/2019. Device evaluation summary: it was reported that a 45-year-old caucasian female underwent primary breast augmentation with unknown mentor gel implants and experienced bilateral rupture post procedure. Upon receipt by mentor the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device was severely rented. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with unknown mentor gel implants and experienced bilateral rupture post procedure. As a result, bilateral prosthesis replacement with 300cc mentor memorygel breast implants was performed. See 1645337-2019-09057 for contralateral prosthesis report.